Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7, -12.0/1.5/118 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).